Event description:
Further information was received that the generator was received for analysis by the manufacturer. Product analysis has not been completed to date. No additional relevant information was obtained.

Event description:
Report received that a generator had prematurely depleted. The patient's parents were reportedly concerned that the generator had reached 25% after being implanted for only 2 years. The data from this generator was analyzed and revealed the remaining battery capacity based on the measured voltage was less than the expected battery capacity remaining based on the charge consumed. This indicated the battery was depleting prematurely. A review of the device history record showed the generator had been laser routed and sent out for distribution after passing all quality inspections prior to release for distribution. The laser-routing process used in manufacturing of this generator is known to potentially cause conductive debris which cause excess current draw. No known surgical intervention has occurred and no further relevant information has been received to date.

Event description:
Further information was received that product analysis was completed and approved on the generator. Besides typical markings and burn marks associated with the implant and explant procedure, as well as discoloration from dried bodily fluids, no surface anomalies were seen. A visual assessment on the pcba, performed at the pa test bench, showed contaminates on the trimmed edge of the pcba. No other visual anomalies were identified. Both interrogation and system diagnostic tests were performed. Lead impedance and current delivered were normal for all diagnostic tests performed. Battery voltage measured during these tests indicated the generator was still functional. The pcba was subjected to a postburn electrical test. Results show that the pcba failed several electrical tests. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, a postburn electrical test was performed and results were normal. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. The data from the generator was also reviewed. It showed that the measured battery voltage at the last automeasure was not expected based on the charge consumed estimated from the device settings. No other anomalies were found with the generator in pa. No additional relevant information has been obtained to date.

Event description:
Additional information was received that a manufacturer representative was in possession of the generator and had returned it for analysis. The generator has not been received by the manufacturer to date. No additional relevant information has been obtained.

Manufacturer narrative:
Event date, corrected data: initial report inadvertently listed the wrong event date. Age at time of the event, corrected data: initial report inadvertently listed the wrong age at the time of the event.

Event description:
Further information was received that the generator was replaced. However, the explanting facility was known to not return explanted products so the generator was not returned for analysis. No additional relevant information has been received to date.

Event description:
Further information was received that the physician referred the patient for a replacement surgery because the battery status had reached end of service. The physician noted that the battery was "low" and between "5-11%" no additional relevant information has been received to date and surgical intervention has not occurred.